Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2023-00139. It was reported that the patient experienced ineffective stimulation with their occipital system due to high impedances on their leads. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the system was explanted and replaced to address the issue.